Event description:
It was reported that a device embolization occurred. It was reported via social media that a watchman device embolized out of the laa.

Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate. Updated brand name from watchman flx laa closure device & delivery system to watchman laa closure device & delivery system

Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a device embolization occurred. It was reported via social media that a watchman device embolized out of the laa.